Event description:
It was reported that the patient had a bilateral total knee replacement and genesis ii cr implants were used. The patient presented 12 years after, with rom 0-30 degrees and malalignment, therefore, it was necessary to perform revision surgery in the right knee. All old implants were removed and a full legion revision construct was inserted including wedges, stems, and augments.